Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The reported patient effect of mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the incomplete coaptation could not be determined. The reported recurrent mr appears to be a cascading effect of the incomplete coaptation. The reported hospitalization and unexpected medical intervention (additional mitral valve procedure) are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure, performed on (B)(6) 2021, treating degenerative mitral regurgitation (mr) with a grade of 3-4. Patient anatomy included a posterior flail at the posterior 2 (p2) leaflet segment. One clip was implanted and the mr was reduced to trace. On (B)(6) 2021, the patient reported a return of symptoms. On (B)(6) 2021, the patient underwent a second mitraclip procedure and a single leaflet device attachment (slda) was noted, with the clip detaching from the posterior leaflet. A second clip was implanted and the mr was reduced to grade 1+. No additional information was provided.